Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported device breakage of distal tip of the option-lok male adapter was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. However, hospira had completed a formal investigation to address similar complaints due to spin collar option lok connection problems with other devices. Based upon the investigation result, hospira has identified that the root cause is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops. The slightly reduced thread length may be a contributing factor. Additionally contributor factor could be on excessive force applied during handling. The information on reprocessing of the device was requested of the customer; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The secondary tubing set was connected to an unspecified device. It was reported that after the completion of therapy while disconnecting the secondary tubing set, the distal tip of the option-lok male adapter broke. No specific details were provided. The tubing set was not replaced since therapy was complete. There were no reported adverse patient effects and no reported delay of critical therapy to the patient. No medical interventions were reported. No additional information was provided.